Manufacturer narrative:
Eval summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported glistenings on the lens following an intraocular lens (iol) implant procedure. Additional info has been requested.